Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that a umbilical vessel catheter was leaking that may have contributed to a neonate death on (B)(6) 2016. The customer further reports the death diagnosis of intracardiac air embolism (air present in bilateral heart atria and ventricles, air present in adrenal glands, sinusoids of liver and spleen, s/p umbilical vein and artery catheterization), left pneumothorax, and prematurity (30 weeks, 5 days).

Manufacturer narrative:
A device history record (DHR) review could not be performed as no lot information was provided. All DHR are reviewed for accuracy prior to product release. A photo was received for analysis and investigation; it consisted of a labeled uvc catheter. The product sample was not returned to the manufacturing site for review. Based on the available information, it can be concluded that the product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time; therefore the most probable root cause can be considered as unintentional misuse; this issue was more likely damaged during use caused due to the incorrect manipulation or use by the user it must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.